Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Lateral view of l5-s1 fusion with interbody device and pedicle screws. Solid fusion has not occurred. Some scalloping of the end plates above and below spacer is noted.

Event description:
It was reported that the patient underwent a procedure at l5-s1 to treat lumbar disc herniation. It was reported that erosion seemed to have occurred between l5 and s1. The patient is asymptomatic. No revision surgery is under consideration at this moment. No bone fusion occurred.